Event description:
It was reported that during a thrombectomy procedure, the tip of the catheter broke off into the vessel. The physician did not feel that retrieval was necessary as the flow was good and he felt that it was "embedded" in the lining of the vessel. The procedure was for retrieval of thrombus in the right leg. As reported, after the thrombus was removed, the 3fr catheter was passed distally into the artery, subintimally. When the physician attempted to inflate the balloon, it would not inflate. Resistance was met when removing the catheter and once removed, it was noted that the balloon of the catheter was missing. A doppler was performed and proximal and distal sections of the vessel "looked good" and there was an excellent pulse; prior to the procedure, a CT scan noted poor arterial flow. The characteristics of the clot were not reported. The patient was discharged and, at last report, did not return due to any complications.

Manufacturer narrative:
The product was not returned for evaluation; it was discarded at the hospital. Based on the clinical information reported, the physician may have attempted to use the embolectomy catheter as a cto device; however, this was not confirmed. Edwards embolectomy catheters are intended for the removal of fresh, soft emboli and thrombi from vessels in the arterial system; they are not intended for use in dilatation procedures. Additionally, withdrawal of the embolectomy catheter through the subintimal space likely would exceed the maximum pull force listed in the catheter instructions for use. Review of the available information indicates that procedural factors and device handling may have contributed to the event reported. No actions will be taken at this time.